Event description:
It was reported that during a lobectomy procedure, the clips would not advance. Another device was used to complete the procedure. There were no adverse consequences to the pt.

Manufacturer narrative:
(B) (4) (B) (4). Damaged antiback-up. Eval summary: the analysis results of the device found that it was received with the antibackup non-functional thus, preventing the proper feeding of the clips. The device was disassembled and the lever was noted worn out. However, it could not be determined what may have caused the finding. A batch record review was performed and no anomalies were found during the manufacturing process.